Manufacturer narrative:
Upn- search corrected from (B)(4)- nc emerge mr, ous 3.00mm x 12mm - 39276-1230 to (B)(4)- nc emerge mr, ous 3.00mm x 8mm - 39276-0830. Upn corrected from (B)(4) to (B)(4). Catalog/model # corrected from 39276-1230 to 39276-0830. Device lot number corrected from 0019576767 to 0019548472. Device manufactured date corrected from 08/10/2016 to 08/04/2016. (B)(4).

Event description:
It was further reported that the correct device used in the procedure was a 3.00mm x 8mm nc emerge® balloon catheter and not a 3.00mm x 12mm nc emerge® balloon catheter as previously reported.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR.:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.